Event description:
It was reported that an alert was triggered due to out of range shock impedance measurements. The patient will be followed up. No adverse patient effects were reported. Additional information noted that a revision took place due to a suspected connection issue. The right ventricular lead was disconnected and checked which showed no abnormal values. The lead was reconnected to the device and the procedure was completed.

Manufacturer narrative:
This investigation is completed. Upon further information this investigation will be updated.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an alert was triggered due to out of range shock impedance measurements. The patient will be followed up. No adverse patient effects were reported.